Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found deep distal tip and fiber damage, a cracked distal lens, and moisture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the scope was cracked during set up for an unspecified procedure. The procedure was completed with a smith and nephew back up device. No injuries, delays or other complications were reported. Results of investigation have concluded that this unit had a cracked distal lenses which makes it a reportable event.